Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic wedge resection, while stapling parenchyma of left lung, the surgeon tried to fire staples as a first firing, after pushing the green safety button. As soon as he squeezed the handle to do it, I-beam got stuck and stopped moving. He could not squeeze the handle anymore. Another device was used in order to complete the case. There was no damage to the patient.